Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint op notes were evaluated and the reported event was confirmed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's femur developed a fracture during an initial hip arthroplasty. The fracture was stabilized with cables and no delay was noted. No further information has been provided.